Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that the patient was experiencing a return of baseline symptoms, bowel incontinence. Patient claims the device only lasted a few years. The device was completly removed per physician.

Manufacturer narrative:
H3 analysis of the returned ins (B)(6) revealed this device¿s lifespan falls at the low end of the expected range for devices operated at 5.0 ma with otherwise identical parameters. The system impedance was never measured while this device was implanted, but high impedance would be consistent with the rate of battery depletion. Since the device was operated at an average amplitude of 5.39 ma, slightly higher than that used in the estimate, and the longevity is within the expected range, there is nothing unusual about the battery depletion. No further investigation is necessary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the ins was removed on (B)(6) 2024. The cause of the issue was unknown and the patient wanted the device out so it was removed.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2jsp5, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.